Event description:
It was reported that a patient experienced reoccurrence of atrial fibrillation. No treatment was given, but the patient recovered successfully. No further information was provided.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Updated b5 field describe event or problem with additional information obtained.

Event description:
It was reported that a patient experienced reoccurrence of atrial fibrillation. No treatment was given, but the patient recovered successfully. No further information was provided. It was reported that the patient had recovered successfully on (B)(6) 2025.